Event description:
It was reported that during use of the product, two incidents of innominate vein perforation occurred. This happened when using retraction. Both pts bled profusely and required repair of the vein. There were no additional complications.